Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Dealer initially reports device broke. On (B)(6) 2014, the doctor reports he was performing a root canal when a piece "approximately 6mm separated from the device and lodged in the root canal." Doctor was unable to remove the piece and said it may not cause the patient a problem in the future because it was sterile, but hard to tell. Routine x-ray was taken. No patient issues at this time.